Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer stated that the troubleshooting was performed for the insulin pump alarm. The customer stated that the self test was performed and it did not passed. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly.